Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 783 mg/dl and a blood glucose reading of 474 mg/dl at the time of call. Customer stated that her blood glucose were running high even after an infusion set change. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, no site or insulin issues, and device settings. Unable to perform high pressure test due to tubing clamp wa not available. Customer also reported to have received a no delivery and bent cannula infusion set. Customer requested to have the insulin pump replaced. Customer was advised to treat per healthcare professional's recommendation. The insulin pump was expected to return for analysis. Infusion set will be replaced.